Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 2mg/ml at 0.3195mg/day. The lot number was unknown. The indication for use was non-malignant pain. The patient recently had an MRI. The MRI was done due to a suspected problem with the device or therapy. The patient had been experiencing an increase in pain, and they wanted to check if the "tubing was kinked or anything." The hcp did not know what (if anything) was found with the MRI. A motor stall was seen at initial interrogation. The hcp read the logs, and a motor stall recovery had not occurred. It had been less than two hours since the patient exited the MRI field. The results of the MRI performed, whether or not a motor stall recovery occurred, actions/interventions taken, and the cause of the issue were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp). A motor stall recovery was confirmed within two hour post-MRI.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
MDR decision updated to not reportable. No additional supplementals required.